Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: you reported that the suture failed. How exactly did the suture fail? Suture was broken so they needed to re operate. If reoperation was performed on (B)(6), please provide date, what type of procedure and surgical findings? Abdominal hysterectomy was the original procedure. How is the patient today? Dnk.

Event description:
It was reported that the patient underwent an abdominal hysterectomy procedure on unknown date and the suture was used. It was also reported that the suture broke and the patient underwent a re-operation on (B)(6)2017. Additional information will be requested.